Event description:
On 2020-may-26, additional information was received from the manufacturer representative (rep). They reported they were informed by a pump nurse about the initial stall. They did not know the cause of the second motor stall. The nurse interrogated the pump and reprogrammed it and then updated. The motor stalls have appeared to have stopped.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient receiving bupivacaine (6.0 mg/ml at 2.1668 mg/day), unknown baclofen (900.0 mcg/ml at 325.02 mcg/day), morphine (20.0 mg/ml at 7.223 mg/day) via an implanted infusion pump. It was reported the patient had an unexpected motor stall found during normal refill. No symptoms or volume discrepancy was reported. The first stall occurred, on (B)(6) 2020, which they think was due to an MRI that wasn't completed, but the patient was in the MRI center for some time and they think may have been close enough to MRI before it was cancelled. That stall recovered in roughly 20 minutes but the 2nd stall on (B)(6) 2020 did not recover. It was noted the patient and provided did not hear an alarm. Explained in theory telemetry mode could happen due to some other emi exposure other than MRI however unlikely. Suggested reading pump again since there was not at least 20 minutes between reading and updating today. Caller will contact hcp and suggest they read pump again likely tomorrow.